Manufacturer narrative:
No conclusion code available; the reported field event of an inability to start up the transmitter was confirmed in the laboratory. The complaint was verified as the unit was plugged into the outlet and did not power on. The device was tested on the bench and the ac power adapter was found to be defective. Inspection of the ac power adapter revealed burn marks to the main printed circuit board. The unit was scrapped due to a power anomaly.

Event description:
It was reported that the merlin.net transmission did not power up after patient home was struck by lightning. The device was returned and replaced.